Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The patient reported feeling dizzy. Interrogation revealed right ventricular lead noise. Programming changes were made and the patient felt better.